Manufacturer narrative:
No report of patient involvement. No confirmation from a ge healthcare service representative, issue was called into technical support. According to the hospital, the vent engine was replaced and that resolved the reported complaint. No report of patient involvement. No confirmation from a ge healthcare service representative, issue was called into technical support. According to the hospital, the vent engine was replaced and that resolved the reported complaint.

Event description:
The hospital reported the unit alarmed 'cannot drive bellows' and would intermittently deliver higher pressures than expected. There was no report of patient involvement.